Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. A review of the device history record has been completed. Part # 319.006. Lot # 4177530. Release to warehouse date: 04 oct 2000. Manufacturing location: (B)(4). No ncr's were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an (B)(6) 2022. During set inspection it was discovered that the depth gauge "dip stick" will not slide through sleeve. There was a patient involvement. This complaint involves one (1)) device depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3 h3, h6: part: 319.006. Lot: 4177530. Release to warehouse date: october 04, 2000. Manufacturing location: brandywine. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the needle of the depth gauge for 2.0mm and 2.4mm screws has a bent condition, this condition is related with the ¿dip stick¿ will not slide through sleeve condition reported by the customer. A functional test was tried to conduct, however during the advancement, the needle was stuck inside the sleeve due to the bent condition noted on the needle, due this condition the functional test could not be performed. A dimensional inspection was not performed for the depth gauge for 2.0mm and 2.4mm screws since during the visual inspection it was noted that the needle is bent, the bent condition is a post-manufacturing damaged and it is not related with the manufacturing of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, however this cannot be conclusively determined. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed bent condition of the needle for the depth gauge for 2.0mm and 2.4mm screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9 e1: facility information is not applicable.